Event description:
It was reported that during the procedure in the heavily calcified and tortuous distal circumflex artery, the 2.5 x 38 mm rx multi-link 8 could not cross the target lesion and was withdrawn from the patient anatomy. There was no clinically significant delay and no adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed that the hypotube of the 2.5 x 38 mm rx multi-link 8 was separated. Additional information indicates that cath lab staff are unaware of the hypotube separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent and on the balloon consistent with the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were two bent distal struts on the first row and stretched middle struts on the stent implant. There was one bent proximal strut on the first row at the proximal end of the stent implant. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 20.8 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket material was stretched at the separation. There were two kinks in the hypotube 1cm and 6.3 cm distal to the separation. Follow-up information received from the account noted that the hyptoube was intact during and post procedure; therefore, it is likely that the hypotube was inadvertently damaged during packing for return analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.